Event description:
A durable medical equipment supplier (dme) forwarded a letter to the MFR from the user of a continuous positive airway pressure device (CPAP), which alleged she began experiencing severe health consequences as a combined result of the device unexpectedly shutting down and her hand impairment preventing her from properly inserting the humidifier chamber, leading to an ambulance and emergency room care. Despite numerous attempts by the MFR, the pt has not responded to our request for the return of the device for further eval or add'l info regarding medical intervention required. A follow-up report will be filed when new info is made available.